Manufacturer narrative:
One nt 1100 neurotherm rf generator was received for analysis. Visual inspection revealed no anomalies. Ac power was applied to the rf generator and the system was powered on successfully. The problem mentioned in the event description was not reproduced. All modes (sensory, motor, lesion, and pulsed) were examined in this investigation. Testing of all ports was conducted while monitoring the port temps and impedance. Audible tones emitted were consistent with the modes of operation selected; no hardware anomalies were detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Based on the information provided to abbott and the investigation performed, the cause of the reported event could not be conclusively determined as the product functioned as intended.

Event description:
During a pulsed radiofrequency treatment, the generator screen turned black four times. The generator was restarted and the cables and needles were checked and replaced with no resolution and the procedure was cancelled. There were no adverse patient consequences. The procedure has been rescheduled.